Event description:
During a remote follow-up, there was incorrect labeling of an atrial fibrillation (af) episode observed on the device. It was believed that the device incorrectly labeled the sinus rhythm as an af. No intervention has been performed. The patient is stable.